Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The event was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient was treated with cefazolin and amikacin (doses, frequencies and routes not reported) for the event. Twelve days after onset of treatment, cefazolin and amikacin were discontinued. On an unreported date, treatment with vancomycin (dose, route and frequency not reported) was started due to worsening symptoms. Thirteen days after onset of the peritonitis, the patient was hospitalized for an unrelated event. The event of peritonitis was ongoing. During hospitalization, the patient was treated with imipenem (dose, route and frequency not reported), and vancomycin therapy was continuing. On an unreported date, the patient was discharged and was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.